Event description:
The customer stated that her blood glucose readings had been lower than usual. She tested her glucose and received readings of 32 and 52 mg/dl using her contour meter. She retested using another meter and received readings of 155 and 240 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.